Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port adapter and tubing is cracked/broken, and needle was difficult to remove. The following information was provided by the initial reporter: when attempting to attach the syringe for blood draw, it was noticed that the intravenous (IV) tubing was cracked and broken. Pink top also cracked and unable to be used. Clinical team needed to pull IV and start a different IV in a new location. Other issues noted with the 20 gauge include difficulty retracting and separating the needle from the catheter hub. Unfortunately, no lot # provided. Response received on 21jan can you please provide an exact date of event? 12/06/2024 any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Minor injury, patient required second IV placement. This can be difficult with patients that have limited IV site availability.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.